Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms/code 204) has been confirmed. Upon evaluation, the trunk cable was pulled from the grommet, damaging the j702 connector. The cause for the alarms and code 204 is a disruption in communication between the electrode belt and the monitor. The cause for the disruption in communication is the damaged j702 connector. The cause for the damaged connector is the pulled trunk cable. The root cause of the pulled cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report constant alarms and a service code 204. The patient was issued a replacement electrode belt.